Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, the ventilator was observed powering on automatically when connected to ac power. The device's system board was replaced to address the issue.